Event description:
It was reported that a hole was observed in a product packaging. No adverse consequences were reported.

Manufacturer narrative:
There were two items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged.